Event description:
This is 2 of 3 reports filed for similar incidents in one dialysis facility. During first hour of hemodialysis treatment a leak occurred in the arterial bloodline tubing. Exact location of leak is not known. Due to possible contamination, approximately 1/2 of the blood in the extracorporeal circuit was discarded resulting in ebl = 125cc. No pt injury or need for medical intervention is reported.